Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an MRI of their brain about 3-4 years ago which ¿messed up¿ their implantable neurostimulator (ins). As a result, it was replaced. No symptoms were reported in the event. There were no further complications reported or anticipated.